Event description:
The product was used during a lavh procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
02/19/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.